Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("worsening pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (daily), alcohol use, obesity (bmi 31), breast pain female, restless leg syndrome, menorrhagia, hypertension, c-section (2, last in (B)(6) 2012), dysmenorrhea (prior to essure), endometriosis, back pain (improved), anxiety, parity 2 and gravida ii. Concomitant products included gabapentin, effexor (venlafaxine hydrochloride), amitriptyline hcl (amitriptyline hydrochloride), ortho tri-cyclen (ethinylestradiol;norgestimate) for heavy menstrual bleeding and trazodone. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with tramadol, percocet [oxycodone hydrochloride;paracetamol] and naprosyn [naproxen sodium] as well as surgery (essure removal by with bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2015: assessment: 1. Abdominal pain, unresponsive to conservative medical management. 2. Irregular menses. Treatment options discussed: it appears the patient's pain is gradually worsening, and single laparoscopic evaluation suggested with treatment of endometriosis or potentially bilateral salpingectomy if patient has pain that may be arising from the fallopian tubes and potential essure placement. Also perform hysteroscopy and dilatation and curettage to evaluate the endometrium and proximal tubal segments. We discussed these procedures in depth as well as risks, benefits, and alternatives. The patient had the opportunity to ask questions, all questions were answered and she wished to proceed. Essure was removed. (B)(6) 2017 (2 years after essure removal (no remnants found): preoperative and post operative diagnosis: menorrhagia, unresponsive to conservative medical and surgical management, severe dysmenorrhea. Procedure: robotic total laparoscopic hysterectomy, uterosacral plication/vaginal apex suspension. Complications: none findings: examination under anesthesia revealed normal appearing small cervix. The uterus appeared to be occluded, presumably from the previous endometrial ablation. The abdominal cavity appeared grossly normal. Upper abdomen appeared normal. The adnexa showed evidence of previous salpingectomy. There was no evidence of endometriosis in the cul-de-sac. Ureteral course was easily visualized and away from areas of dissection. Uterus was boggy, consistent with adenomyosis. The uterus was removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.819 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: post essure device placement the preliminary images show bilateral ensure devices in place. The catheter was placed into the uterine lumen and water-soluble contrast material was introduced. The uterus has normal size and configuration. Both fallopian tubes are occluded. Impression: bilateral fallopian tube occlusion. [Investigation] on (B)(6) 2015: st-t testing has been negative. [Laparoscopy] on (B)(6) 2015: preoperative diagnosis: abdominal pain, irregular menses. Postoperative diagnosis: abdominal pain, irregular menses, intestinal adhesions (omentum), para tubal cyst. Procedure single site lysis of intestinal adhesions (omentum), bilateral salpingectomy with removal of essure coils, hysteroscopy, dilation, and curettage. Complications: none. Findings: essure coils were not visualized in the cavity. Sample endometrium was obtained and sent to pathology for evaluation. Evaluation of the abdominal cavity revealed normal upper abdominal cavity, normal stomach, normal appendix. Visualization of the pelvis revealed evidence of previous essure seen in the proximal fallopian tubes, distal fallopian tubes had para tubal cysts and one appearing inflamed on the left. Grossly normal. There were no obvious abnormalities other than tubal findings. Tubes were removed. Essure coil was removed intact and the specimen on the left and portion had to be extracted on the right. Description of procedure: essure coil appeared to be in the isthmic portion of the uterus, and this was removed directly by pulling the coil out of the proximal fallopian tube. The patient was taken to the recovery room in satisfactory condition. [Pathology test] on (B)(6) 2015: final diagnosis: fallopian tubes, bilateral: full cross sections confirmed.endometrial curetting: benign proliferative endometrial fragments mucus and endocervical mucosa. Negative for atypia. Clinical history/ preoperative diagnosis: pelvic pain, menorrhagia. Gross description: left fallopian tube, consists of 6 cm long, up to 0.5 om in diameter fimbriated fallopian tube; right fallopian tube, consists of 6.0 cm long, up to 0.5 cm in diameter fimbriated fallopian tube; endometrial curettings, consists of 2.5 x1.5x 0.3 cm aggregate of pink-tan soft tissue fragments admixed with mucoid hemorrhagic material. [Pregnancy test] on (B)(6) 2015: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("worsening pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (daily), alcohol use, obesity (bmi 31), breast pain, restless leg syndrome, menorrhagia, hypertension, multiple caesarean sections (2, last in (B)(6) 2012), dysmenorrhea (prior to essure), endometriosis, back pain (improved), anxiety, parity 2 and gravida ii. Concomitant products included gabapentin, effexor (venlafaxine hydrochloride), amitriptyline hcl (amitriptyline hydrochloride), ortho tri-cyclen (ethinylestradiol;norgestimate) for heavy menstrual bleeding and trazodone. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with tramadol, percocet [oxycodone hydrochloride;paracetamol] and naprosyn [naproxen sodium] as well as surgery (essure removal by with bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2015: assessment: 1. Abdominal pain, unresponsive to conservative medical management. 2. Irregular menses. Treatment options discussed: it appears the patient's pain is gradually worsening, and single laparoscopic evaluation suggested with treatment of endometriosis or potentially bilateral salpingectomy if patient has pain that may be arising from the fallopian tubes and potential essure placement. Also perform hysteroscopy and dilatation and curettage to evaluate the endometrium and proximal tubal segments. We discussed these procedures in depth as well as risks, benefits, and alternatives. The patient had the opportunity to ask questions, all questions were answered and she wished to proceed. Essure was removed. (B)(6) 2017 (2 years after essure removal (no remnants found): preoperative and post operative diagnosis: menorrhagia, unresponsive to conservative medical and surgical management, severe dysmenorrhea. Procedure: robotic total laparoscopic hysterectomy, uterosacral plication/vaginal apex suspension. Complications: none findings: examination under anesthesia revealed normal appearing small cervix. The uterus appeared to be occluded, presumably from the previous endometrial ablation. The abdominal cavity appeared grossly normal. Upper abdomen appeared normal. The adnexa showed evidence of previous salpingectomy. There was no evidence of endometriosis in the cul-de-sac. Ureteral course was easily visualized and away from areas of dissection. Uterus was boggy, consistent with adenomyosis. The uterus was removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.819 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: post essure device placement the preliminary images show bilateral ensure devices in place. The catheter was placed into the uterine lumen and water-soluble contrast material was introduced. The uterus has normal size and configuration. Both fallopian tubes are occluded. Impression: bilateral fallopian tube occlusion [investigation] on (B)(6) 2015: st-t testing has been negative [laparoscopy] on (B)(6) 2015: preoperative diagnosis: abdominal pain, irregular menses. Postoperative diagnosis: abdominal pain, irregular menses, intestinal adhesions (omentum), para tubal cyst. Procedure single site lysis of intestinal adhesions (omentum), bilateral salpingectomy with removal of essure coils, hysteroscopy, dilation, and curettage. Complications: none. Findings: essure coils were not visualized in the cavity. Sample endometrium was obtained and sent to pathology for evaluation. Evaluation of the abdominal cavity revealed normal upper abdominal cavity, normal stomach, normal appendix. Visualization of the pelvis revealed evidence of previous essure seen in the proximal fallopian tubes, distal fallopian tubes had para tubal cysts and one appearing inflamed on the left. Grossly normal. There were no obvious abnormalities other than tubal findings. Tubes were removed. Essure coil was removed intact and the specimen on the left and portion had to be extracted on the right. Description of procedure: essure coil appeared to be in the isthmic portion of the uterus, and this was removed directly by pulling the coil out of the proximal fallopian tube. The patient was taken to the recovery room in satisfactory condition.; [pathology test] on (B)(6) 2015: final diagnosis: fallopian tubes, bilateral: full cross sections confirmed.endometrial curetting: benign proliferative endometrial fragments mucus and endocervical mucosa. Negative for atypia. Clinical history/ preoperative diagnosis: pelvic pain, menorrhagia. Gross description: left fallopian tube, consists of 6 cm long, up to 0.5 om in diameter fimbriated fallopian tube; right fallopian tube, consists of 6.0 cm long, up to 0.5 cm in diameter fimbriated fallopian tube; endometrial curettings, consists of 2.5 x1.5x 0.3 cm aggregate of pink-tan soft tissue fragments admixed with mucoid hemorrhagic material. [Pregnancy test] on (B)(6) 2015: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.